Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014. Inratio2: 2.4. Lab: 4.0. Time between tests: about 2.5 hours. Therapeutic range: 2.5-3.5. Pt self tester was milking finger following finger stick.

Manufacturer narrative:
Investigation pending.